Event description:
The customer called because she felt that the insulin pump over delivered insulin after an infusion set change. The customer stated that her blood glucose levels went low, and the amount of insulin in the reservoir went down considerably. The customer's blood glucose at the time of the call was 81 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer that the insulin pump could be replaced, but she opted to keep it and monitor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.